Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 43 mg/dl at the time of the event and also reported crack on the insulin pump. The customer also reported a sensor glucose vs blood glucose reading mismatch. The hypoglycemia was treated with glucose/carb intake and emergency medical service was provided. The event involved products mmt-1884l, mmt-7040a, mmt-332a, mmt-397a. Troubleshooting was partially performed for hypoglycemia. The customer had used the insulin pump system within 48 hours of the reported low blood glucose event. It was unknown whether the customer used the smartguard/auto mode of the insulin pump. Troubleshooting was performed for cosmetic damage and the location of damage was at the battery tube side. The blood glucose value was 43 mg/dl and the sensor glucose value was 143 mg/dl and the difference was greater than 30%. No further patient complications were reported. The customer will discontinue the use of the insulin pump. Mmt-1884l was requested and customer response was the device will be returned. It was unknown whether the customer will continue to use the sensor, reservoir and infusion set. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The pump was received with cracked battery tube threads, cracked case at the battery tube side and cracked case at the corner of the belt clip rail. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The pump was received without a battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered surrounding the event date of 04-mar-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 04-mar-2025 in the pump history file and found lost sensor alerts on 02/26/2025, 02/28/2025, 03/01/2025 and on 03/04/2025, a stuck key alarm on 02/27/2025, multiple nodelivery (7) alarms on 02/28/2025 (during bolus). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump responded properly to the button presses. No stuck key alarm, stuck button alarm, button error alarm, keypad unresponsive, numbers ramping or scrolling screens noted during testing. However, found moisture damage on the keypad traces. Pump was cut open to perform visual inspection and found moisture damage on the pcba1. No damage noted on the pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The pump passed the functional testing. Unable to confirm alleged low bgs. Cosmetic damage was confirmed at the back of the pump. Damage- cracked case battery tube confirmed. Found moisture damage during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.